Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer would not close. A field service engineer (fse) troubleshot the device and found that the latch catch holder assembly had broken off, with only one screw remaining. The drawer was replaced, and all cubbies in drawers 2.1, 2.2, and 6.2 were tested and verified to be functional. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 6.2 and 2.1 had failed to stay closed and was hanging out of the railing, with the cubies not opening. Customer tried to reboot and recover the storage space, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.